Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the axium device and echelon-10 micro catheter were returned for analysis within a shipping box and within two resealable plastic biohazard pouches. The axium device was returned within the echelon-10 micro catheter. Visual inspection/damage location details: the axium pusher was found extending out the micro catheter hub ~137.0cm. The distal implant was already partially deployed out of the micro catheter tip. The implant was found stretched with the polypropylene filament broken. The implant was found unbroken (tip still attached). Conclusion: the customer report of coil ¿difficult placement/positioning¿ typically could not be confirmed through device analysis. Possible causes are patient vessel tortuosity, catheter tip under stress, or catheter kickback. The customer report of ¿coil separa tion/break¿ could not be confirmed as the implant was found unbroken. However, the axium implant coil was found severely stretched. Possible causes for coil stretching include, but not limited to, lack of hydration before procedure, user does not maintain sufficient continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pusher rotation, or user advances/retracts the coil against resistance. The likely cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information "received" reported the coil issue was confirmed when it was collected. Issue in the tip for both products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a echelon catheter marker band dislodgement, damage (dropout). The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing flow diverter treatment with therapy coil. The patient¿s vessel tortuosity was moderate. The access vessel was the internal carotid artery (4.0 mm diameter). The catheter was wetted according to the instructions for use. A plan was made to embolize a 30mm thrombosed aneurysm near the ica c1 with a coil and then place a pipeline. During coil embolization, the coil did not wrap properly, and after several attempts of insertion and removal, it unraveled upon retrieval. The coil remained inside the microcatheter (mc) but was retrieved, confirming the unraveling. After removing the mc, the tip marker of the mc was left inside the aneurysm, so no additional coil was inserted, and the pipeline was placed to conclude the procedure. The doctor requested to identify the cause of this incident, leading to product retrieval. The following day, it was reported that the patient's postoperative condition was favorable. The catheter was removed from the package as per the package insert. The marker band remained within the aneurysm. No additional surgical or medical treatment was performed. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID 190-5091-150 (b642226); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.